Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7070785. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the pocket site. It was noted that the cause of infection was unknown. The patient underwent a spinal cord stimulator explant procedure and the patient was doing well postoperatively and was placed with linezorid.